Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. "Walch g, moraga c, et al. (2012). Results of anatomic nonconstrained prosthesis in primary osteoarthritis with biconcave glenoid", j shoulder elbow surg, 21:1526-1533.

Event description:
Due to glenoid loosening, 1 patient had glenoid reconstruction with a structural tricortical iliac crest bone graft and hemiarthroplasty.